Event description:
It was reported that patient presented for an implant procedure. It was noted that the left ventricular lead exhibited loss of capture. The lead impedance dropped after repositioning. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events of low pacing impedance and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies.